Manufacturer narrative:
Nicked knife / jammed clip. Evaluation summary: the device was returned in good visual condition and with no reload present. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot, preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. After removal of the clip, the device was tested for functionality with a test cartridge. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the cut line was noted to be jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was difficult to open after the third firing. The manual release button was used multiple times before forcing the opening trigger enough to slip the device off the tissue. There was some damage to the issue, so they oversewed the entire staple line along with using another like device to complete.